Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received two leads with the same lot number. It was reported the patient does not receive effective stimulation in the established pain pattern. However, the patient reportedly receives unintended stimulation in the ribs and chest. Surgical intervention was planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's leads and ipg were explanted and replaced. Ipg was electively explanted and replaced.